Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified messaging from the pump that prompted the customer to put on a new cartridge. There was no reported impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the event. However, the customer reverted to manual injections as the customer ran out of supplies.